Event description:
It was reported, the volume was reporting low, even when full. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported, problem was not related to any previous repair. Visual inspection found the device with scratched lens, worn upstream occlusion seal, peeling downstream occlusion seal. Both tamper seals were missing. There was no evidence of the error recorded in the event history log. The customer reported, problem was not duplicated. Running the functional test found that the volume was loud and can be clearly heard. No issues were found with the device. No corrective actions were needed. Preventative maintenance was performed. No fault was found. A manufacturing device history record review was not performed, because the device is beyond a year from its manufacture date. And there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).